Event description:
Per the audiologist, the patient experienced pain and a ¿loud sensation¿ with and without device use. The results of an integrity test (B) (6) 2009 indicated multiple electrode anomalies. Programming around the anomalous electrodes alleviated the issues. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported stimulation was intermittent. It was noted impedance measurements were reviewed and are normal. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.